Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Lot# = e4mr9a (second number provided).

Event description:
It was reported that during a colectomy procedure, the device would not reopen. The surgeon had to pull the device to remove it from the tissue. The clip stayed inside the applier. No patient injury. The problem occurred two times during the procedure. Another like device was used each time. There were no adverse consequences for the patient.